Event description:
A user facility reported to olympus that the no image was present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device has been returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and the legal manufacturer¿s investigation. Updates to sections h4 and h6. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event (including sections e2 & e3) but with no results. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The suspect device was returned to olympus and evaluated. The reported problem was confirmed - when the suspect device was tested, no image was displayed and the cause was isolated to a faulty cable unit. The legal manufacturer performed an investigation. A definitive root cause was not identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was communication failure due to failure of the cable unit.